Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion located in the proximal to mid left anterior descending artery that had moderate tortuosity, moderate calcification and was 90% stenosed. The 2.0 x 15 mm mini trek was used for predilatation, where it had resistance with the patient anatomy during advancement. Once positioned, the balloon was inflated at 10 atmospheres, but during the first inflation the balloon ruptured. The mini trek was removed, without resistance, and a non abbott balloon dilatation catheter was used for additional dilatation and then a 2.75 x 38 mm xience alpine stent was placed. There was no reported clinically significant delay in the procedure. There was no adverse patient effect. No additional information was provided.